Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age, small body weight, moderate valvular calcification) likely contributed to the contained annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, during balloon aortic valvuloplasty (bav), contrast inflow to the left ventricle (lv) was observed by aortography. Based on the bav result, a 23mm sapien 3 valve was deployed with nominal volume. The valve was deployed in a final 90:10 aortic/ventricular (a/v) position as intended. Right after valve deployment, the blood pressure (bp) was stable at 100 mmhg to 120 mmhg without pericardial effusion, but dropped to the 80¿s mmhg with pericardial effusion after the access site closure. No injury was detected by angiogram. During the investigation, the bp was stable at 80¿s mmhg without increase of the pericardial effusion. No hematoma was observed in the aortic root. The bp was increased to the 150¿s mmhg by vasopressor, but no indication of bleeding was noted. Approximately 150ml of ¿bloody¿ effusion was drained by pericardiocentesis. Although no further fluid was drained; a drain tube was kept in place for possible re-bleeding. The patient was extubated and transferred to the ccu. Upon post-procedural review of the procedural aortography, the physician found a ¿slight¿ contrast leak below the left coronary artery (lca), indicating an annular rupture. CT revealed a hematoma containing ¿slight¿ contrast below the lca. Since no active bleeding was detected by aortography, strict bp control was selected as treatment. The valve remains implanted in the patient. The native annular diameter measured 18.9mm x 28.9mm by CT with a valve area of 408mm2 and 20.0mm by tee. Moderate aortic valvular calcification and mild aortic root calcification was reported. Per medical opinion, the bleeding occurred ¿a little¿ above the root of the left coronary cusp (lcc) where there was ¿some¿ calcification. Given the amount of calcification at the lcc side, the annular rupture was surprising for him.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.